Event description:
Blistering and swelling after being placed on heel.

Manufacturer narrative:
It was reported that the nurse warmed the left heel of a newborn male patient with medline's infant heel warmer. After applying for 4-5 minutes, the nurse noticed blistering and mild swelling with peeling skin. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.